Event description:
The implantable neurostimulator would turn off in the middle of the night and at times during the day. The device was programmed to deliver stimulation 24 hours a day via two programming groups. The patient did not adjust her device prior to bedtime. A new programming group was set up and the stimulator worked well afterward. The patient's programmer did not respond each time the patient initiated changes. The patient used the recharger to turn on the implantable neurostimulator. The battery was replaced in her programmer and she was instructed not to use her recharger to turn her stimulation on and off.